Event description:
Healthcare professional, later reported, no complaint against the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Patient reported bilateral ruptures of a saline implant. The device remains implanted. This complaint captures the left side.

Manufacturer narrative:
Healthcare professional updated patient's weight at the time of event. Explant surgery is not scheduled.

Event description:
Patient reported bilateral ruptures of a left saline implant. The device remains implanted.